Manufacturer narrative:
B3: date of event corrected from (B)(6) 2020 to (B)(6) 2020. D6: implant date corrected from (B)(6) 2020 to (B)(6) 2020.

Event description:
It was reported that a fistula occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. Approximately five months later, the patient was undergoing a left heart cath for chest pain and a fistula/collateral was discovered around the appendage. Per the physician the chest pain was likely due to tightening in the arteries. A computerized tomography (CT) scan will be performed to find out more about the images seen during the left heart cath.

Manufacturer narrative:
Date of event - estimated based on aware date of (B)(6) 2020. Implant date - estimated based on month of implant date provided of (B)(6) 2020.

Event description:
It was reported that a fistula occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. Approximately five months later, the patient was undergoing a left heart cath for chest pain and a fistula/collateral was discovered around the appendage. Per the physician the chest pain was likely due to tightening in the arteries. A computerized tomography (CT) scan will be performed to find out more about the images seen during the left heart cath.